Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2021-05872.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, the suture was detached from the needle after putting 4 to 5 stitches. It was not a control release needle. Another product was used, but it was detached at the 5th to the 6th stitch. No adverse patient consequences were reported. No additional information was provided.